Manufacturer narrative:
We checked the returned unit and confirmed that the stuck object inside t-piece. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the biopsy inlet t-piece. In addition, we confirmed that the insertion flexible tube (ift) leak, the bending rubber worn out, the angulation-left angulation decrease, the angulation-right angulation decrease, the angulation-down angulation increase, and the angulation-up angulation increase; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.